Event description:
One device reported as having alleged false negative result. The complainant took rapid antigen tests with positive results for confirmation.

Manufacturer narrative:
Product has not been returned and no harm(s) reported. Therefore, a DHR review was completed for kit lot number k08a110301233m1 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false negative" failure mode for this lot. There is one similar complaint (B)(4), (B)(4), with alleged false negative reported from same customer associated with a "false negative" prior to the reported receipt date of (B)(6) 2023. DHR review for kit lot number k08a110301233m1: sample vial lot DHR review: 2204110 (associated internal lot # 220305-7i). Test lot dhrs review: 2204212 (associated internal lot # 220471-1k). The complaint rate for false negatives is under the expected threshold of 8% (label claim)/4% (internal warning limit). Pfizer will continue to monitor trends related to false negative results in accordance with post-market surveillance process. Additional information: a false negative occurs when a test fails to detect sars-cov-2 when it is present in a sample. Sometimes this happens when there is very little virus present in a sample. The chance of getting a false negative result with the lucira covid-19 check it test kit is low. Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under (B)(4), check-it.